Event description:
Event: paralysis. Event details: it was reported to guidant that a patient went into renal failure and experienced paralysis reportedly due to a shower of emboli that occurred during an ancure procedure. No additional details are available as of this report.